Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the caller states the unit will not give a low flow alarm but the power alarm still works. Caller disconnected. Tech has no further information to provide and did not provide the name of the caller.